Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 08-aug-2023. H6: investigation summary: bd received 396 sealed 24 gauge insyte autoguard blood control units from lot 3093660 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned units and observed that the dispenser boxes had the wrong information. The dispenser boxes were labeled as ¿24ga x 0.75in. Insyte autoguard¿ from lot 3093652. However, none of the units inside of the boxes matched this information. Therefore, based off the visual inspection the engineer was able to verify the reported defect. It was determined that this was a manufacturing related issue that occurred due to an operator error.

Event description:
It was reported while using bd insyte¿ autoguard¿ bc shielded IV catheter blood control technology the label information was incorrect. There was no report of patient impact. The following information was provided by the initial reporter: customer ordered 2 boxes of sku# 382512 but the sku# listed on the outside of the shelf-pack was 381812. The actual items inside the shelf-pack are the 382512 but the outside packaging incorrectly shows 381812.

Event description:
It was reported while using bd insyte¿ autoguard¿ bc shielded IV catheter blood control technology the label information was incorrect. There was no report of patient impact. The following information was provided by the initial reporter: customer ordered 2 boxes of sku# 382512 but the sku# listed on the outside of the shelf-pack was 381812. The actual items inside the shelf-pack are the 382512 but the outside packaging incorrectly shows 381812.

Manufacturer narrative:
H.4. Device manufacture date: unknown.